Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated he was hospitalized for diabetic ketoacidosis. The reported blood glucose reading was 227 mg/dl. The customer also stated that the insulin pump was alarming no delivery at the time of the call. Troubleshooting was performed and the insulin pump passed the prime test. The programming was correct as well. Nothing further was reported.